Event description:
It was reported that the customer experiencing issues with the sensor glucose and blood glucose readings being different. The customer also stated that the threshold suspend feature was activated. The customer stated that she received a sensor glucose reading of 45 mg/dl when her actual blood glucose was 71 mg/dl. Troubleshooting was done. The customer stated that she did experience bent cannulas in the past. Advised customer that this sensor glucose and blood glucose difference was within an acceptable range. Advised customer that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and pass ass functional testing. However, found the sensor cannula was bent, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.